Event description:
Additional information was received from the patient who reported that their therapy's effectiveness has decrease and now have no relief of pain and worse pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. Additional information was received from the patient who reported the replacement desktop charger did not resolve their issue and they have not had any pain relief. No further complications were reported and/or anticipated.